Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Sales rep reported that during service/test (co. Rep) t.w. Power supply worked intermittently and then stopped completely.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and traces of blood were observed. The manufacture date is 05/03/2010. The event occurred on (B)(6) 2017 and the device was sold to the distributor on (B)(6) 2011, which makes the approximate age of use 5 years 9 months. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and resistor hemopro power supply test box. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on. The results of the test are as follows: measured no load voltage test: 5.50 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 4.02 vamps dc pass (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.98 amps dc pass (requirement: 6.0 +/- .05 amps dc). Based on results of the evaluation and the return condition of the device, the reported complaint was not confirmed for the failure mode "intermittent continuity".

Event description:
Sales rep reported that during service/test (co. Rep) t.w. Power supply worked intermittently and then stopped completely.

Manufacturer narrative:
(B)(4).

Event description:
Sales rep reported that during service/test (co. Rep) t.w. Power supply worked intermittently and then stopped completely.